Manufacturer narrative:
This report is submitted on may 01, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient sustained a head trauma in 2017 and was subsequently treated with antibiotics and steroids (types and date not reported). The patient experienced pain and swelling subsequent to sustaining another head trauma in 2018. The patient was administered antibiotics and steroids (type and date not reported); however, the symptoms reportedly did not completely resolve. The implanted device remains.